Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2018 and mesh was used. During the procedure, the device introducer plastic snapped on attempted withdrawal, hence ineffective. A like device was used to complete procedure. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device received for evaluation. The device received was used and manipulated: one plastic needle is broken. Organic substances are visible on the device. The defect seen during the product evaluation is aligned with the defect described in the event description (damaged white helical passer sheath). The manufacturing process could not create this defect. No further investigation will be conducted on this complaint due to external cause.